Event description:
A call was received from the patient's caregiver who said that the patient passed away on (B)(6) 2016 and that the cause of death was "natural causes" with no additional details given. The patient has been lost to follow-up since 2014 and the last known neurologist was no longer seeing him. No cause of death or relationship to vns therapy is known at this time. No additional relevant information has been obtained to date.

Event description:
The patient's death certificate was received on (B)(6) 2016. The certificate states that the cause of death was cardiopulmonary arrest along with congestive heart failure. It was also noted that the patient had other significant conditions contributing to death but not resulting in the underlying cause including weakness, chronic urinary tract infection and bed sores.